Event description:
The dental implant fx4012swc was removed on (B)(6) 2017 3 months and 23 days after implantation due to failure to osseointegrate. The doctor indicated that local infection caused the implant removal. The patient has no significant medical history and has been recovered without complications.